Event description:
On (B)(6): customer reports that during a retrograde cystogram, the system fluoro failed. Physician cancelled pt procedure. On (B)(6): operating room director reports they prefer not to provide any further pt or procedural info, other than pt is fine.

Manufacturer narrative:
Field service engineer (fse) spoke to facility director, operating room services, where it was determined that the physician using the table was stepping on the wrong pedal for fluoro and not giving the table time to expose an image. The reason for the service call was operator error. Fse then verified proper operation using hut dr service manual, sedecal generator service manual, and the infimed platinum one tech manual. Unit passed all functional tests and the unit was returned to customer for use.